Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there had been a failed drawer and pocket. The user was initially able to recover the storage space, but the failed drawer symbol remained visible, and the drawer could not be accessed to remove any medications. The customer reported that a malfunction had occurred while the user was attempting to dispense medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist found that the user accessed the assign and load screen and checked each cubie drawer for empty pockets with a blue triangle and ¿!¿ icon. Any pocket showing ¿storage space has failed¿ was noted. Storage space configuration screen was clicked, selected the affected drawers, opened, and released the failed cubie. Each failed cubie was replaced with a new one. Once all replacements were done, the icons disappeared, and the user logged out. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there had been a failed drawer and pocket. The user was initially able to recover the storage space, but the failed drawer symbol remained visible, and the drawer could not be accessed to remove any medications. The customer reported that a malfunction had occurred while the user was attempting to dispense medication to a patient. There were no adverse events or injuries reported based on this incident.